Event description:
Customer reported the panorama central station's display froze, which may have resulted in loss of telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system and could not duplicate the problem. As a preventative maintenance, the system's hard drives were replaced.